Event description:
It was reported that the health care professional (hcp) requested assistance placing a device into magnetic resonance imaging (MRI) protection mode, during which an alert for right ventricular (rv) lead pace impedance high out of range was observed. Technical services (ts) reviewed, noting a previous ra pace impedance measurement of greater than 3,000 ohms, along with low intrinsic amplitude, was observed. This rv lead was programmed to unipolar. The device was not programmed into MRI protection mode and this patient did not undergo the MRI. This rv lead remains in service. No adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.